Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 25mm bioprosthetic aortic valve, it was replaced valve-in-valve with a transcatheter valve. The reason for replacement was reported as a mixture of aortic stenosis and moderate to severe insufficiency. It was also reported that the patient had symptoms of heart failure. No additional adverse patient effects were reported.